Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported clip becoming caught on the sgc soft tip, resulting in difficult removal, was likely a result of use technique/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effects of vascular trauma (tissue damage/tear at access site) and bleeding (hemorrhage), as listed in the as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty removing the clip delivery system, causing tissue damage, which required additional intervention. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. One clip was implanted and the mitral stenosis pressure gradient was noted to range from 4-5. An attempt was made to implant a second clip; however, after grasping, the pressure gradient increased to 9-10. Three attempts were made, and the pressure gradient always increased to 9-10. The decision was made to not implant the clip, and the pressure gradient went back down to 4. The cds was removed and all instructions for use steps were followed. When the clip delivery system (cds) was about 5 mm from the steerable guide catheter (sgc), the cds handle was pulled back. The clip became caught on the sgc tip. It was thought that there was some tension on the cds that caused the clip to deflect a little towards one side, and this is where the clip caught on the sgc. Troubleshooting maneuvers were performed in an effort to free the clip, including opening the clip as much as possible, making clockwise and counterclockwise movements on the clip delivery catheter handle and cycling through the grippers, making sure to not put too much pressure on the device so that no additional damage was caused. The clip remained caught and the decision was made to remove the devices as a single unit. Upon reaching the access site, a tear occurred, requiring manual pressure to stop the bleeding. The bleeding stopped and the patient was in stable condition post procedure. The mitral regurgitation was reduced from grade 4 to grade 2. No additional information was reported.